Event description:
The facility's biomedical engineering department reported that "channel a was getting inaccurate infusion rate". During service testing, baxter service technician reported that channel a underdelivered. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.